Manufacturer narrative:
Per a good faith effort (gfe) response received on 25may2026, the device resumed normal operation once the hospital equipment department replaced the motor controller (mc) printed circuit board assembly (pcba). While it is unknown which tests were performed to replicate the malfunction and determine the cause, the mc pcba replacement indicates that the cause was due to a faulty mc pcba that needed to be replaced for repair. Following the mc pcba replacement, the device successfully passed performance specification testing and was returned to service as no malfunction was found. Based on the information provided, it was confirmed that the device did not meet product specifications or perform as intended. The alleged malfunction impacted the user¿s ability to use the device properly. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a patient was treated for breathing difficulties in the cardiology department of the hospital. During the use of the ventilator, the machine alarmed: ovp circuit fault, making it impossible to use the ventilator for assisted breathing therapy. The device malfunction made it unable to assist the patient's breathing properly. There was no allegation of harm to the patient or user due to the reported issue. It was reported that engineers promptly arrived onsite to assist the nurses in replacing the ventilator, allowing the patient to resume treatment and initiate the repair of the faulty equipment. The investigation is ongoing.